Event description:
Procedure: hemicolectomy. According to the reporter: the endo gia universal did not release completely. The procedure was converted to open surgery. A resection was necessary and the anastomosis was finished with a ppceea. The surgery was delayed by approximately one hour.